Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer would not boot and also had a system error. Mpu (main p rocessor unit) printed circuit board assembly found out of electrical specification. Analysis also found the lower case was damaged at printer drawer thatcaused difficulty inserting printer drawer into the printer.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer frequently will not boot up. It was also reported there was difficulty with the last software update; a system error displayed when updating software from a usb (universal serial bus). The programmer was returned for repair. No patient complications have been reported as a result of this event.